Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized twice for high blood glucose and ketoacidosis. The blood glucose reading at the time of admittance was over 500 mg/dl. Customer stated that she was throwing up, with stomach pain and fatigue prior to hospitalization. No further information was provided.